Manufacturer narrative:
Current medwatch report mw5087436 does not contain enough information to do a complete investigation. Mw5087436 states: "unable to initiate the use of the sandhill scientific insight ultima manometry system after numerous attempts". A review of all complaint records showed this customer did not report this event to the (B)(4) healthcare. Customer was contacted for additional information but none was provided. The first step for use of the ultima is to turn it on and connect it to a manometry probe outside the patient. Calibration of the probe is then performed. If the user could not initiate use of the ultima unit, a patient was not involved in this event. Therefore, it is unknown why this was reported as it does not meet the threshold for a reportable event. Additionally, if the ultima were to fail during a manometry study, it would pose no safety risk to the patient. Based on a review of trending reports and the information available, the device does not pose a safety risk even if use cannot be initiated. Additionally, patient involvement begins after the ultima has been started, so the inability to initiate use would never involve a patient. (B)(4) healthcare has determined that there are no new safety or efficacy issues as a result of this event and therefore, no further action will be taken.

Event description:
Per customer report mw5087436 "unable to initiate the use of the sandhill scientific insight ultima, manometry system after numerous attempts."